Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
The hcp reported that the sutureless catheter was seen to be disconnected from the pump when viewed under x-ray. The catheter was replaced. The hcp stated there was no patient injury; no patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. A follow-up report will be submitted if additional information becomes available.